Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment.  The device was discarded therefore; could not be returned for evaluation.   Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.   In this case, the patient imagery received showed the patient had a calcified annulus, calcified and tortuous access vessels. These patient factors likely contributed to the balloon rupture and difficulties withdrawing the system, which in turn likely resulted in the nose tip separation.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, the commander delivery system balloon ruptured upon deployment. The 26mm sapien 3 valve was deployed well with no residual paravalular leak (pvl). Upon removal of the delivery system, the physician encountered resistance when removing the commander delivery system into the esheath.  The nose cone and 90% of balloon material separated from the delivery system. An attempt to snare the nose cone while still on the wire was performed but the balloon material bunched up and prevented removal through the sheath. The 14f esheath was exchanged for a 20f gore sheath, and the nose cone was still unable to be withdrawn along with the excess balloon material. Vascular surgeon performed a cut down to remove nose cone at the level of femoral head. The esheath was inspected and no balloon or other material was inside the lumen. The commander delivery system was inadvertently thrown away.